Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an arrhythmia episode, following a successfully delivered anti-tachycardia pacing therapy, the patient's atrial rate suddenly accelerated, resulting in the ventricular rate increasing suddenly as well. The implantable cardioverter defibrillator (ICD) subsequently failed to discriminate the atrial driven rate, resulting in the patient receiving multiple inappropriate shocks. The ICD remains in use. No further patient complications have been reported as a result of this event.